Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user received his third finetuner echo (fte) and the same problem occurred. The housing headed up in the battery area and swelled scorched.

Manufacturer narrative:
Conclusion: a finetuner echo was sent to service _ repair because the housing of the device became warm around the battery compartment and smelled scorched. Further the device had a short battery life. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. No injury was reported. This is a final report.

Event description:
The housing heated up in the battery area and the device smelled scorched. Furthermore, a very short battery life was reported. No injuries were reported. The was the users third replacement device having problems. One device (sn no longer recognizable) has a small bubble on the housing in the area of the qr code.